Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they didn't feel like their bladder was empty because they would go to the restroom and stand up and go back 20-30 minutes later and have to go again. The patient said the test worked better and when they had the test they had about 80% improvement. The patient also mentioned they start having a rash since they were implanted.. The patient was redirected to their healthcare provider (hcp) to further address the issue.